Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and irrigation was not unable to be performed. During the procedure, once the catheter was inserted in the preface sheath, it was not allowing to irrigate. The irrigation was turned off from the coolflow pump and the procedure was continued. There were no patient consequences. As it was unable to flush during procedure, this may potentially result in a risk to the patient. Therefore, this complaint was determined to be reportable.

Manufacturer narrative:
B) (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and irrigation was not unable to be performed. During the procedure, once the catheter was inserted in the preface sheath, it was not allowing to irrigate. The irrigation was turned off from the coolflow pump and the procedure was continued. There were no patient consequences. As it was unable to flush during procedure, this may potentially result in a risk to the patient. Therefore, this complaint was determined to be reportable. The bwi failure analysis lab received the device for evaluation. Upon receipt, the preface sheath (sheath introducer) was visually inspected and it was found in normal conditions. Vessel dilator was also returned and it was found in good conditions as well. Per the reported event, a dimensional testing was performed over the vessel dilator and sheath introducer and both were within specifications. In addition, the vessel dilator was introduced through the sheath introducer and no resistance/friction was experienced. Finally, a lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Water was flowing normally. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. B) concomitant bwi products: product: thermocool® smart touch¿ electrophysiology catheter: us catalog # d133602, lot # 17032062m. C) manufacturer's reference # (B)(4).